Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced "high" blood glucose (bg); although a specific value was not provided. Cause was not known. A manual injection was delivered to address bg.